Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump went off that gave an motor error. The drive support cap was normal-slightly indented. The customer was able to clear alarm and insulin pump rewind. Customer stated did self test twice and everything was working fine. Customer stated that they got another motor error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.